Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation. A photo of the device was provided for evaluation. Only the handle of the delivery system for a 6x120 mm stent with a 6f catheter and a length of 135 cm was shown inside its opened inner pouch; the t-adapter was found in a retracted state. The delivery system including the stent catheter with oval handle and guiding tube was not shown. Therefore, the reported failure to deploy as well as the detachment of the handle could not be verified. In this case, it was reported that the device had been inspected and flushed prior to use without any abnormal findings. Because the complete stent delivery system was not shown in the provided photo, the reported deployment failure and handle detachment could not be verified. The device was not returned for a detailed product evaluation. Based on the available information, the investigation is closed with an inconclusive result. A definitive root cause for the reported issue could not be identified. Labeling review: relevant labeling supplied with this product was reviewed. The potential risk associated with the reported issue was found addressed. The instructions for use (IFU) states: "examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." The three different stent deployment options with the performaxx grip as well as stent deployment using the conventional method are described in the IFU. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using an e-luminexx vascular stent. It was reported that during the procedure, the stent allegedly failed to deploy as the handle detached. Furthermore, attempts to release by retracting the outer sheath were unsuccessful. The procedure was completed using another device. There were no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using an e-luminexx vascular stent. It was reported that during the procedure, the stent allegedly failed to deploy as the handle detached. Furthermore, attempts to release by retracting the outer sheath were unsuccessful. The procedure was completed using another device. There were no reported patient injury.